Event description:
It was reported that doctor called and stated patient came back later than scheduled for uncover. The implant has peri-implantitis. Site 3 was grafted prior to implant placement. No medical history. Symptoms as a result of the event: infection and bone loss surgical/medical intervention required for permanent damage: implant was removed. Additional appointment required: yes, to place new implant. Was the procedure completed using another implant or another device? No.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided a4: patient weight unknown / not provided g4: k101880 a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.